Manufacturer narrative:
Correction: the type iii endoleak was reportedly resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 10.0 cm abdominal aortic aneurysm. It was reported that the patient presented emergently with a rupture and an angiogram revealed a type iii endoleak, fabric. The physician stated that the cause of the event was a suture pop. The patient was relined with a cuff and the left limb was extended. 4 aptus endoanchors and another manufacturer¿s stent were also implanted. It was noted that it appeared that there was a residual type ii endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Per the physician, the cause of the suture pop was unknown.